Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal right coronary artery. A 3.5 x 15 mm nc traveler balloon dilatation catheter (bdc) was able to be advanced to the lesion, although resistance was met with the anatomy. When the bdc was pressurized to 18 atmospheres during the second inflation, the balloon ruptured. The bdc was simply removed and a rotablator was used to continue to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.